Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter evaluated with no defect found. Test strip vial returned empty - unable to test. Most likely underlying root cause: mlc20- user's test strip had poor storage. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 182 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the tv shelf. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 182 and 152 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 05/16/2018 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history (B)(6). Customer states that her meter is reading high for the past month or so.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc20- user's test strip had poor storage. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 182mg/dl. The customer's expected fasting blood glucose test result range is 90 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the tv shelf. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 182 and 152mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 05/16/2018 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history the 182mg/dl (B)(6) 2017 08:58:00 am fasting: yes, the 152mg/dl (B)(6) 2017 08:37:00 am fasting: yes, the 187mg/dl (B)(6) 2018 08:02:00 am fasting: yes, the 181mg/dl (B)(6) 2018 11:34:00 am fasting: yes, the 138mg/dl (B)(6) 2017 09:51:00 am fasting: yes. Customer states that her meter is reading high for the past month or so.